Event description:
The patient experienced leg weakness and/or spasms and pain in her feet. It was also reported that her arms were affected; the specific arm symptoms wer not provided. The caller stated that the pt had been hospitalized 2 times because of this. (See manufacturer's report #2182207-2008-06383 for the first event). This second time, the caller said happened about 2 weeks after a refill. The pt was hospitalized for 6 days. At the hospital, the caller stated that they removed one medication ("dopenfale" -an anti nausea medication) and left the fentanyl. The health care professional told the pt the pump was working fine. There were no pump alarms. The pt was at home. Her status was reported to be "fair". Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.